Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device experienced a delayed charging for defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. Device log review identified one event in which the device was unable to discharge following a charge timeout at the 25 second limit. A subsequent charge attempt progressed slowly and was automatically dumped. The device then shut down due to loss of power while operating on battery. Following replacement of the battery, the device successfully completed multiple subsequent charge cycles, including delivery of two patient shocks, with normal performance. No device malfunction was identified during evaluation or testing. The issue was attributed to a depleted or end-of-life battery. The device met specifications and was returned to clinical service. Analysis of reports of this type has not identified an increase in trend.